Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of not receiving effective stimulation therapy from the scs system. The patient stated she had not had any effective therapy since the implant. A company representative contacted the patient but the patient declined any reprogramming of the scs system. The patient stated she would like the system explanted.

Event description:
Follow up identified a company representative met with the patient and the patient's issue was resolved.